Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings: a review of the pump¿s black box history showed that one replace battery alarm was recorded on 02/22/2014. There was no evidence of excessive battery usage observed in the black box history. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery cap was able to fully secure to the pump. No power losses occurred during investigation. The battery compartment was intact; no damage was observed. The pump current draws were found to be within the required specifications. The pump case was removed and no evidence of damage or moisture contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.